Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was not determined. Issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that since ¿about six weeks to two months ago,¿ (verified (B)(6) 2020), the patient had an MRI which was not related to their device/therapy. They indicated that they put their ins into MRI mode and they had an MRI. The patient stated that since then their stimulation was fine standing, but when they bend over, stimulation would go so high they wouldn¿t even be able to move and their stomach would contract. They turned it off and it had been off since then. The patient was able to use the patient programmer and verified that they did have adaptive stimulation (as) on and it was on program a upright, which was set at 2.60. The patient indicated that they had not had any falls or traumas. The patient indicated that they spoke to their doctor a couple of weeks ago and they told them to call the manufacturer to see if troubleshooting could be done over the phone. The patient did not want to adjust their stimulation or have their stimulation on. The patient stated that they were going to the doctor on wednesday, (B)(6) 2020 for injections and the doctor stated they would schedule the rep to meet the patient. The patient confirmed they would call their doctor and let the doctor know to schedule an appointment with the rep. No further complications were reported/anticipated.